Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that 3fr single lumen sv that happened to have looped/kinked over the upper arm after 14 line days. It didn't complete planned therapy plan. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was inconclusive due to the sample condition. A single ap radiograph showing the patient¿s left upper arm/humerus was returned for evaluation. A catheter, consistent with the implicated 3fr single-lumen powerpicc sv, was seen in the image. There was an apparent bend in the PICC at the level of the vein just before the axilla. However, this location is where the venous confluence can be, which can make the catheter appear to bend due to overlap. Therefore, it could not be confirmed if the apparent bend seen in the image is a kink or due to overlap. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that 3fr single lumen sv that happened to have looped/kinked over the upper arm after 14 line days. It didn't complete planned therapy plan. No other information was provided.